Event description:
It was reported that the rn called on (B)(6) 2009 at 1946 est to report a situation with the intra-aortic balloon (iab). She stated that the above mentioned catheter was stuck in the sheath on insertion. A second catheter was opened and also got stuck in the sheath. They then used the "sheath with the sideport" and the catheter inserted without difficulty. There were no reported pt complications. Reference MDR #1219856-2009-00584 for the second event involving same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.